Manufacturer narrative:
(B)(4). The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Please see report for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The customer reported that n65 pulse oximeter had missing segmens in the spo2 and heart rate display. There was no patient involved.